Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to the patient having poor near vision. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received. All data in this report is considered corrected information due to a duplicate file that had been created in error with information pertaining to the device and event associated with this original file. All data has now been transferred and updated into original file. (B)(4).

Event description:
The surgeon indicated that the add power of the iol was too weak for the patient's near vision activities. The patient was unable to draft. The event resolved after the exchange procedure.

Manufacturer narrative:
The product was returned with solution, optic damage and torn/cut into pieces. A lens bench evaluation was attempted. The focal length/resolution measurements could not be obtained due to the optic damage. Two viscoelastics were indicated, only one is qualified for this lens in the proper indicated cartridge. The product investigation could not identify a specific root cause. The root cause for the exchange may be unrelated to the product or its function, based on information provided by the health care professional (hcp) that the add power of the iol was too weak for the patient's near vision activities and the patient was unable to tolerate low add with blended iols-had to use +4 in non-dominant eye. Lens bench testing could not be conducted on the returned product because of the optic damage. Lens damage typical of handling related damage was observed, and lens damage typical of damage created when explanting a lens was also observed. The root cause of the handling related damage is most likely related a failure to follow the dfu. The account used a lens/monarch/handpiece/viscoelastic combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).